Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. Customer blood glucose reading was normal. The size and location of the air bubbles was not mentions. Troubleshooting was not mention. The products will not be returning for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Performed pre-fill test to reservoirs per. No air bubbles were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles.